Manufacturer narrative:
Other, other text: additional information received by smiths medical on 16-apr-2021 via email that the event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint air in line was tested and event duplicated. This was isolated to air detector needing replacement. Action was taken to replace the air detector.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 was alarming constant air in line. No patient adverse events reported.